Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/08/2009 and 01/22/2009 by phone, fax, and mail . A completed questionaire was received on 01/22/09.

Event description:
A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The patient was referred to a corneal specialist. In a follow-up, the surgeon reported the outcome of the event as "poor".